Event description:
It was reported that the patient presented in clinic. Device interrogation showed that the patient's right atrial (ra) lead exhibited low pacing impedance and noise. A chest x-ray was performed and revealed that the ra lead appeared fractured. The lead was cut and capped on (B)(6) 2025. Patient's condition was unknown.